Event description:
Anomaly, odyssey mlc block error: odyssey allows the user to add an odyssey mlc block (a virtual block) to move the mlc leaves automatically to cover a selected tissue region. When a virtual block is used, a block tray would not be expected in setup; however, odyssey currently considers a block tray transmission factor when calculating dose with an odyssey mlc block. The dose can be off by as much as a tray factor, which is typically 2-5%, depending on beam energy. The use of the tray factor used is clearly indicated on the dicom rt plan and odyssey report exported.

Manufacturer narrative:
(B)(4). An urgent medical device correction letter will be distributed to all affected customers, with a description of the anomaly and user corrective action steps. The letter will also be distributed to the permedics sales organizations, informing them of the issue. A mandatory upgrade will be provided by (B)(4) 2010 at no charge. In the meantime, the following recommendations are provided; odyssey mlc block error, it is recommended to avoid using the mlc block feature until the mandatory version correcting this anomaly is installed. If you need to use this feature, then it is recommended that a physical block tray is used during treatment for each beam that contains an odyssey mlc block.